Event description:
Treatment of an avm (arteriovenous malformation). During the procedure, it was reported that resistance was experienced as the mirage guidewire was advanced through the marathon catheter. Upon removal of the guidewire, it was found to be broken. A new mirage guidewire was used with the same catheter and resistance was also experienced. The same guidewire was then used with a new marathon catheter and the issue was resolved. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. B)(4).

Manufacturer narrative:
(B)(4).